Event description:
There was an allegation of questionable elecsys hbsag ii results for qc material and patient samples from the cobas pure e 402 analytical unit. Patient 1 initial result was 5.85 coi (reactive), and the repeat result was 0.415 coi (non-reactive). Patient 2 initial result was 2.40 coi (reactive), and the repeat result was 0.432 coi (non-reactive). Patient 3 initial result was 2.81 coi (reactive), and repeat results were 0.552 coi and 0.515 coi (non-reactive). The repeat (non-reactive) results were believed to be correct.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was(B)(6). The field service engineer replaced and adjusted the reagent probe, bead mixer, and sipper probe. The investigation determined that the service actions resolved the issue. Per product labeling for the assay: all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay. Samples must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with anti- hbs are regarded as positive for hbsag. The elecsys hbsag ii assay performed within specification.